Event description:
Complainant alleged that the device was plugged into the ac outlet and a spark occurred. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow- up report when our investigation is completed.